Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent treatment for pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone at least one corrective surgery.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report# (B)(4) for an "avaulta posterior."